Event description:
It was reported via edwards clinical affairs that a patient with an implanted aortic bioprosthetic valve was diagnosed with sever stenosis after an implant duration of approximately 7 years, and underwent a minimally invasive implant of a transcatheter valve inside the failing subject device (viv procedure). No complications reported during the valve in valve (viv) procedure, and it was noted that the patient is doing well post operatively.

Manufacturer narrative:
Serial number was provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: implantation of a transcatherter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device serial and model numbers were not provided and could not be traced, therefore the device history record review could not be completed. However, there has been no information to suggest a device quality deficiency that may have caused or contributed to this event.